Manufacturer narrative:
Ten blades and packaging subject to this investigation were returned for evaluation. It was visually confirmed that the packaging material was brittle for five of the returned blade packages. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged." An alternative packaging material has since been implemented to address this issue.

Event description:
It was reported that while preparing for surgery, it was noted that the packaging of three blades would not peel open as specified. It was also reported that the blades were not used on a pt and the sterile area was not compromised. It was further reported that back up blades were readily available.